Event description:
The manufacturer service technician reported that the device was heating up while it was being serviced at the manufacturing facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Additional information: d9 device evaluation: follow-up report submitted to document device evaluation results.

Event description:
The manufacturer service technician reported that the device was heating up while it was being serviced at the manufacturing facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.